Event description:
It was reported there was a loss of therapeutic effect. Approximately two weeks prior the patient's symptoms returned and the patient had been wetting themselves every fifteen minutes. It was also reported the patient had not felt any stimulation. It was noted the patient was on program 1 at 2.8 volts and was adjusted up to 3.4 volts where they reported feeling comfortable stimulation every two or three minutes. Four days later it was reported the patient never had therapeutic effect. It was noted the patient had the implantable neurostimulator (ins) since (B)(6) and had no results. It was noted the previous night was a "complete disaster." It was noted the patient stopped feeling stimulation (B)(6) 2013 but the day of report the patient mentioned feeling stimulation next to their vagina. It was noted the stimulation was turning "on and off." It was noted they thought it was every two minutes when they felt this but they were uncertain. It was also unknown if the patient was in certain positions when they noticed the "on/off" sensation. It was noted the patient was on program 1 at 4.0 volts and switched to program 2 at 1.8 volts. That setting was too high so the patient lowered to 1.1 volts. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va03gdq, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).